Manufacturer narrative:
Argus case ID: (B)(6).

Event description:
It comes out makes me choke [choking]. I kept gagging on it. / I gagged for like 30 minutes. [Gagging]. I spent a half hour trying to get that out of my mouth. [Wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 131170, expiry date 2nd april 2023) for denture wearer. This case was associated with a product complaint. In (B)(6) 2021, the patient started poligrip cushion comfort 2.4 ounce. In (B)(6) 2021, an unknown time after starting poligrip cushion comfort, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), gagging, drug ineffective and product complaint. On an unknown date, the patient experienced wrong technique in device usage process. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the choking, gagging, drug ineffective, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and wrong technique in device usage process to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received via call center representative on 06 apr 2021: consumer stated that, "what they charge for this stuff I'm going to complain. The adhesive doesn't work, it comes out makes me choke. I tried it last month. I spent a half hour trying to get that out of my mouth. I kept gagging on it. My god the stuff was every where, it was soup in there. The dentures was loose, it just fell out. I paid almost 5 or 6 bucks for this crap. 2.4oz, lot 131170 exp 2023-04-02, start a month ago, ae start, a month ago to and today,. I couldn't keep the stuff in my dentures it kept oozing out. I gagged for like 30 minutes. I was just going to throw it away. That's a waste of money. Indication, loose dentures, hcp advice no, hcp form no drug safety yes."